Event description:
A male with known history of a biventricular pacemaker defibrillator implanted in 2007. In 2008, (while still residing in the state of texas for the winter), found his pacemaker getting close to his skin and underwent revision with tucking of the defibrillator under the left pectoral muscle. In 2009, he presented to his physician's office (in columbia, mo.) After experiencing (during the night) a "defibrillator discharge" and was found to have a fractured right defibrillator lead. The next day, he underwent successful removal of the existing right ventricular pacer defibrillator lead. The following day, he was discharged home in stable condition.